Event description:
It was reported that the patient presented to the clinic for a follow up. Upon examination, the right atrial lead was found with lead noise, elevated capture threshold, and decreasing impedance that was noted in march of 2022. On sep. 14, 2022, the lead was capped and replaced successfully. The patient's condition remained stable throughout the event.

Manufacturer narrative:
Date of event is an estimate of time when the impedance anomaly was first observed.